Event description:
It was reported that during the troubleshooting for an unrelated alarm, the caregiver (cg) found air in the patient line, the patient was connected. The technical service representative (tsr) advised the cg to end the therapy and start over with all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.